Event description:
It was reported that an episode of noise was observed in this subcutaneous implantable cardioverter defibrillator (s-ICD) system. X-ray was performed and it showed poor electrode position, therefore, the decision was made to explant and replace this electrode along with the s-ICD device explant due to premature battery depletion (pbd). No additional adverse patient effects were reported.